Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote managers were not opening, causing multiple drawer failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not in failure. A field service engineer (fse) inspected the serial cable and confirmed it was properly installed and secure. Conductive grease was applied to the remote manager latches, and the crimped connections were adjusted to resolve the issue. The fse inspected the harness and found no signs of wear, and all cabling appeared to be in good working condition. A rear bumper kit and network plugs were also applied. The system functioned as intended after the field service engineer repaired the device.